Event description:
Boston scientific received information that that during the post-up check, the right atrial (ra) lead ha was displaying out of range pacing impedance measurements greater than 2000 ohms. Noise was also observed on the ra channel that resulted in atrial tachy response (atr) episodes. A connection issue was suspected and discussed with boston scientific technical services (ts). The patient was going to be brought back in for further evaluation. There were no adverse patient effects reported. A request for additional information has been sent.

Event description:
Additional information was received that the patient is scheduled for a lead check to determine root cause of the issue. There were no patient symptoms and no adverse patient effects reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
As of this date the device and lead remains implanted with no change. This investigation will be updated should further information be provided.